Event description:
It was reported that during implant procedure patient's right ventricular (rv) lead exhibited intermittent capture. It was further noted that the lead was stuck with heart tissue and lead distal part was bent. The lead was not implanted and procedure was completed using an alternate lead on(B)(6) 2024. There were no patient consequences.

Manufacturer narrative:
The reported event of lead bent was confirmed. The reported event of intermittent capture was not confirmed. As received, a complete lead was returned in one piece. The helix was stretched/bent and clogged with blood/tissue. X-ray examination of the helix mechanism found the helix stretched/bent consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. The cause of the reported event of lead bent was due to helix was stretched/bent which is consistent with procedural damage. No other anomalies were found.

Event description:
It was reported that during implant procedure patient's right ventricular (rv) lead exhibited intermittent capture. The physician was experiencing difficulties implanting the lead in target area. It was further noted that the lead was stuck with heart tissue and lead distal part was bent. The lead was not implanted, and procedure was completed using an alternate lead on (B)(6) 2024. There were no patient consequences.